Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported endophthalmitis following an intraocular lens (iol) implant procedure. The patient reported loss of sight and was treated with an injection. The symptoms recovered following removal of vitreous opacity during vitreous surgery. Bacteria inspection (vitreous humor) was performed, but bacteria was not detected. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the handpiece used. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).